Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal/ pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("other injury or procedure: uetrine fibroid"), 11 years 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), hypersensitivity ("allergy: other (not specified)"), vaginal infection ("bladder/urinary problems: vaginal infection"), abdominal pain lower ("lower abdomen pain") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, hypersensitivity, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue, weight increased, abdominal pain lower, nausea and uterine leiomyoma outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy: other (not specified), vaginal discharge, vaginal infection. Discrepancy noted in essure explant date (B)(6) 2018 and (B)(6) 2019, (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event uterine fibroid was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal/ pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". Medical conditions: allergic to aspirin. Concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("other injury or procedure: uetrine fibroid"), 11 years 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), hypersensitivity ("allergy: other (not specified)"), vaginal infection ("bladder/urinary problems: vaginal infection"), abdominal pain lower ("lower abdomen pain") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue, weight increased, abdominal pain lower, nausea and uterine leiomyoma outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy: other (not specified), vaginal discharge, vaginal infection. Discrepancy noted in essure explant date (B)(6) 2018 and (B)(6) 2019, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. - on an unknown date: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal/ pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". Medical conditions: allergic to aspirin. Concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("other injury or procedure: uetrine fibroid"), 11 years 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), hypersensitivity ("allergy: other (not specified)"), vaginal infection ("bladder/urinary problems: vaginal infection"), abdominal pain lower ("lower abdomen pain") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue, weight increased, abdominal pain lower, nausea and uterine leiomyoma outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy: other (not specified), vaginal discharge, vaginal infection. Discrepancy noted in essure explant date (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. - on an unknown date: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: medical record received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("pelvic/abdominal"), hypersensitivity ("allergy: other (not specified)"), vaginal infection ("bladder/urinary problems: vaginal infection"), abdominal pain lower ("lower abdomen pain") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, hypersensitivity, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue, weight increased, abdominal pain lower and nausea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy: other (not specified), vaginal discharge, vaginal infection. Discrepancy noted in essure explant date (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), uti, apareunia (inability to have sexual intercourse), bladder problems, urinary problems, migraines / headaches, dyspareunia (painful sexual intercourse), nausea, fatigue and weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("pelvic/abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), hypersensitivity ("allergy: other (not specified)") and vaginal infection ("bladder/urinary problems: vaginal infection") with vaginal discharge. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, hypersensitivity and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy: other (not specified), vaginal discharge, vaginal infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event injury was replaced by dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding, allergy: other (not specified, bladder/urinary problems: vaginal discharge, vaginal infection, essure confirmation test: no added. Suspect drug start date and stop date added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.